Event description:
It was reported that a patient experienced pain and discomfort on an unknown date after having a sternal locking plate and screws implanted on for a traverse fracture in 2013. It was observed that the patient's bone was not healing due to osteoporosis. The surgeon removed all hardware on (B)(6) 2014. The devices will not be returned. This is report 8 of 10 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.